Manufacturer narrative:
A supplemental MDR is being submitted for additional and corrected information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Work orders were unable to be reviewed as no lot number was provided. The s3/s3u/s3ur with commander ds IFU was reviewed. Reoperation is a known potential adverse event. Noted under potential adverse events, 'reoperation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history was unable to be completed as no valve serial number was provided. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), reoperation and exercise intolerance or weakness are listed as potential risks associated with the device and transcatheter valve replacement procedure. In this case, the valve is not available for evaluation. The reason for 'thv failing' approximately 1 month post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, approximately one month post implant of a 26mm sapien 3 ultra in the aortic position, the fcs was notified the valve may require intervention. The case was sent for proctor review for a possible viv.

Manufacturer narrative:
A supplemental MDR is being submitted for additional and corrected information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Work orders were unable to be reviewed as no lot number was provided. The s3/s3u/s3ur with commander ds IFU was reviewed. Reoperation and structural valve deterioration are known potential adverse events. Noted under potential adverse events, 'reoperation' and 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history was unable to be completed as no valve serial number was provided. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), structural valve deterioration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The structural valve deterioration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation, calcification and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve is not available for evaluation. The reason for 'thv failing' approximately 1 month post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.